Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #200167353 was opened for the device without correlation to the complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
01/29/2018 13:39:26 kimberly johnson (kijohnso) for repairs contact darius kodjo medical system engineer 202-715-4060 darius.kodjo@gwu-hospital.com 02/24/2018 11:58:36 vi vi vongprachanh (vvongpra) estimate for mnr. Cracked rear case. 03/06/2018 08:21:15 lauryne wasan (lwasan) there was no patient involvement confirmed updated from rcl to mnr for the minor repairs needed per vivi vongprachanh, service tech. Repair approved by wayne pittman, biomed, at wayne.pittman@gwu-hospital.com for $329. Use new po# 088-3542957b 03/07/2018 10:21:57 annette a mendez (amendez) 1z9791540272603527 05/29/2019 10:51:40 joseph kuhls (jkuhls) file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per swi 1501-006-000. This file contained documentation of product deficiency allegations, per swi-151-070-000 and swi 1501-096-000, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, per swi 1501-070-000 and swi-096-000, which required a level 2 customer advocacy quality review, also per swi 1501-070-000.